Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4). This is a duplicate report of pr (B)(4) which was closed. Replacement battery resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the AED is not functioning properly. There wasn't any negative patient impact.